Manufacturer narrative:
It was reported to philips, that the device requires service. There was no patient involvement. The customer worked, with the technical support representative. The customer was informed, that the device has to sent to their designated service provider. And not philips. No further action. The customer was informed, that the device has to sent to their designated service provider. And not philips. No further action.

Event description:
It was reported to philips that the device requires service.